Event description:
Consumer claims to have been pierced with the inverness system on 12/26/99 at a retail vendor. Pt sought medical treatment on 1/7/00 for infection. The earring was removed, and antibiotics were prescribed.